Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lens remains implanted but it is anticipated that it will be explanted. Device analysis will be completed if the lens is received. A follow up report will be submitted with all relevant information. Date of event estimated. Lens remains implanted.

Event description:
It was reported that post operation, a very high spherical aberration was noted to be centered on the visual axis of the patient's right eye. The lens did not appear to be tilted or placed upside-down. As of today, no explantation has been confirmed and the patient is not happy with the surgery's outcome. Additional information has been requested.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction: date of event was estimated now has been confirmed and corrected. Report type has been changed to adverse event, as medical intervention was required to prevent or avoid impairment damage has occurred. The device was returned for evaluation. The reported difficulty of spherical aberration was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. However, it was confirmed that this type of defect should not have passed visual inspection. Thus, this incident is considered to have been caused by a missed inspection (an anomaly) but will be corrected within CAPA (B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the lens was implanted on (B)(6) 2016. However, post operation a very high spherical aberration was noted to be centered on the visual axis of the patient's right eye. The lens did not appear to be tilted or placed upside-down. On (B)(6) 2016, the lens was explanted and another lens implanted. There was no reported adverse patient sequela. No additional information has been provided.